Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a maverick2 monorail balloon ruptured. The lesion being treated was located in the average tortuous, mildly calcified and 90% stenotic obtuse marginal branch of the left circumflex artery. The physician first implanted a 3.00x12mm taxus stent in the proximal left anterior descending artery. Then the physician advanced the 2.00 x 20 mm maverick2 balloon to the lcx obtuse marginal branch and inflated the balloon to 7 to 8 atms when it ruptured. "The contrast medium leaked so the physician deflated the balloon." The device was removed from the pt intact. There were no pt complications. The procedure was successfully completed with another maverick 2 balloon. Pt status is listed as "good."